Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6)2022. Batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that after the first firing with a green reload the device was attempted to be reloaded when it was noticed that the anvil was bent. Another like device was used to continue with the procedure. There were no adverse consequences for the patient. No device will be returned.